Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection noted damage on the tubing. An underwater pressure test was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of the homechoice cassette was broken. This was found after removing the cassette from the overpouch, before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.